Event description:
The customer called for help with her contour meter. She alleged that she had received a reading of 2 mg/dl earlier in the day. A reading of 2 mg/dl would not be possible unless the meter display was missing segments. The customer was unable to troubleshoot the meter during the call. The customer was not aware of the possible missing segments, but no adverse events were alleged. The meter is to be returned for eval. A replacement meter was sent to the customer.